Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption # e2007003. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, rupture. Concomitant products: mentor memorygel 400cc silicone breast implant, sn#:(B)(4), cat#:3507400bc. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). Mentor¿s psr exemption # e2007003. It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor memorygel 400cc silicone breast implants which the right side ruptured, and issue with capsular contracture unknown baker grade after implantation. Patient noticed right breast was larger then left. Patient went for MRI which showed two tears on right side implant. As a result patient had the implant removed on (B)(6) 2019.

Manufacturer narrative:
Device evaluation summary completed on 4/29/2020. During visual evaluation of the device, a tear was observed on the posterior aspect, measuring 5 cm. Please note that the product evaluation lab couldn´t identify a conclusion due to the specific nature of this rupture and insufficient paperwork. The evaluation was limited to non-destructive testing. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).